Manufacturer narrative:
Final analysis found the complete lead was returned in one piece with the stuck stylet. The returned lead measured at 91.5 cm of the connector pin and stretched inner coil and at 85.5 cm of the lead body. The stylet was confirmed to be stuck inside the lead. The stylet ptfe coating found stripped and bunched up inside the inner coil at the connector pin region. A review of the manufacturing record of the lead found no issues that contributed to the reported event. The cause of the reported event was isolated to the bunching up of stripped ptfe coating from the stylet. Other damages on the lead were consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the physician attempted to position the left ventricular lead using a stylet. After many attempts, the stylet appeared to have broken the inner lumen of the lead. The lead was removed and replaced successfully. The patient did well post procedure.